Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from not being impacted to 348 mg/dl. Insulin injections were used to address the bg level. As the customer had changed the supplies on the pump prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusions was unable to be performed.